Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine had a burning smell, a fluidics valve error and a 284-phaco power supply error displayed. At the time of the incident reported, the account did not observe visible smoke. The incident occurred on the first procedure of the day and during the implantation of the iol (intraocular lens). The procedure was completed by the surgeon manually with a simcoe syringe. The remaining cases scheduled for the day (4 cases) were rescheduled. A field service specialist evaluated the phacoemulsification machine and found physical evidence of charred/melting components on of a printed circuit board. No patient injury was reported.

Manufacturer narrative:
In initial report, it was reported a loaner unit was supplied to customer. As of (B)(6) 2015, the customer¿s phacoemulsification unit has been returned to customer. In addition to the evaluation found at the site location, the unit was inspected at an amo office. The subsystem controller board, the piston pump, rotary vane pump and power supply was replaced. The system meets amo specifications and the problem has been resolved. The unit has been re-installed at customer location site. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Patient information was not provided as to no impact to patient, therefore no patient injury reported. The categories for outcomes attributed to adverse event do not apply; therefore, not applicable due to the event as it is a product problem. The phacoemulsification machine was examined by an amo field service specialist (fss). A loaner unit was supplied to the account to use while the fss evaluated the unit. The fss found a diode (d) and the transistor (q) on the subsystem controller board were burnt. The two burnt components were at the locations d110 and q13 of the subsystem controller board. The cause of incident experienced by customer was not able to be determined. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.